Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the right motor will intermittently freeze up and will only turn to the right.